Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The original pump tubing from the case was not returned. The returned ar-6475 pump was run with lab tubing set at varying pressures. Then the outflow tubing was clamped off and as expected per the instructional manual, the pump reported an "over pressure" alarm. When the clamp was released, the pump returned to normal operation. Complaint not confirmed. The evaluation did not reveal anything relevant to the event. Based on the information provided and device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during the case, at some point the pressure elevated to over 100. The pump was using a large amount of saline. In addition, saline was coming out from the joint space. The pressure was adjusted down to 40 and the pump wheel continued functioning at the higher pace. The staff continued and completed the case, at the end of the case, after the surgeon left the operating room room the staff removed the lower drape and realize the foot and leg were blue in color. Shortly after, they removed the upper drape and noticed the upper area of the patient's leg was also blue in color. The facility did not use gravity. The staff called 911 immediately and the patient was transported to a medical center. Unknown of patient outcome. The patient stayed at a minimum, overnight at the hospital.